Event description:
The rptr stated that rptr did back to back blood glucose tests, 5-6 mins apart. Rptr's results were 360 and 180 mg/dl. Rptr did not have any symptoms. No add'l info was provided. No harm was alleged.